Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported that the pt was admitted to the hospital due to pump stoppages. The alarms reportedly observed were "red heart" and "low flow" with an audible tone. It was reported that once the pt was connected to the power module, the pump would stop. A review of the submitted log file data was consistent with the reported event. With assistance from the MFR's technical services personnel, an eval of the percutaneous lead was performed onsite including electrical continuity testing; however, no broken wires were found during the electrical continuity testing. The external (distal-end) portion of the percutaneous lead was replaced. The hospital staff suspected a potential internal fracture of the driveline. The pt underwent a pump exchange on 06/13/2014. The subject pump will be returning for eval; however, the external portion of the percutaneous lead was inadvertently discarded. No further info is available at this time.

Manufacturer narrative:
The device was returned and received by the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.